Manufacturer narrative:
Concomitant medical products: a rh (B)(6) blood bag and 250ml baxter bag, din 00060208, lot number w8d14ci, exp (B)(6) naci 0.9%. No available code for undetermined or unknown cause. The customer¿s report of a leak at the port above the blood filter was confirmed. Visual inspection revealed no anomalies. Functional testing resulted in no leaks. Pressure testing replicated a leak at the engagement between the top of the filter drip chamber and tubing. A dimensional analysis was performed on the pvc tubing and the tubing measured within specification. The root cause was not identified.

Event description:
The customer reported that approximately 30 minutes after the start of a transfusion, a leak was observed on the port above the blood filter. The port with the leak led to the normal saline bag, the other port led to the blood bag. The filter was full at the time of the event. No patient harm was reported.